Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that faulty battery charger enclosure. Analysis found that the reported event was related to a electrical issue. The generator board was returned to the manufacturer for analysis. Analysis found that the returned part have no issue. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor on the board was shorted.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there was a failure in the power enclosure. The power conversion was replaced, and system functioned within specification. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure, the generator and the enclosure charger were returned for analysis however, analysis results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting properly. The first time it was booted, it got stuck on "initializing" and would not proceed from there. The second boot, it had radiation disabled, and it would not clear with the button on the pendant or the e-stop. The third boot also had the radiation disabled. Looking on the mobile view station (mvs) showed "generator not ready" and the detector was ready.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found a transistor on the unit was shorted.